Event description:
The patient was treated in an elective case with implantation of two cypher stents at the mid left anterior descending artery. Pre-dilatation was performed. The two stents were not overlapping. Soon after the pt returned to the ward, the patient developed chest pain and an emergency coronary angiography (cag) revealed thrombus in the implanted cypher stent and distal to it. This was treated with aspiration. The pt was discharged from the hospital 13 days post-index procedure. Regarding the index procedure, the de novo target lesion was accentric lesion, not calcified and 38mm long. Aha/acc classification of the vessel was type c. The lesion was not located in a bifurcation and did not have a pre-existing clot. Target lesion was pre-dilated with a balloon (2.5/15mm) at 14atm for 60 seconds.